Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue; no damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event following a replace battery alarm. The pump powered up with the returned battery cap to auditory and vibratory alarms with a blank display. The battery cap measured within specifications but was unable to fully tighten to the pump. Evidence of moisture contamination was found inside the battery compartment. A leak was found in the battery compartment. The pump case was removed to find evidence of moisture contamination throughout the interior. The intermittent power complaint was unable to be duplicated during investigation. The blank display was due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).